Event description:
Atrial under sensing noted on current egm. Unable to confirm atrial capture on current egm. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).